Event description:
Review of the vns programming history found that the patient's device was programmed on after surgery; however, upon initial interrogation on (B)(6), 2003, the settings were found to be different.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report incorrectly reported the event. Relevant tests/laboratory data, corrected data: the initial manufacturer report incorrectly reported the event. Evaluation codes, corrected data: the initial manufacturer report incorrectly reported the event.

Event description:
The initial manufacturer report incorrectly reported that an interrupted system diagnostic test had occurred. Review of the available programming and diagnostic history showed that an interrupted system diagnostic test is not suspected to have occurred. The interrogated settings on (B)(6) 2003 included an off-time of 10 minutes. An off-time of 10 minutes is different than the 180 minute off-time last programmed and is not part of the system diagnostic routine (60 minutes). Also, there is no record of an interrupted test on (B)(6) 2003. This means that the patient was programmed in-between the two available dates ((B)(6) 2003) and was very likely programmed off during this time for which history is unavailable.

Manufacturer narrative:
Analysis of programming history.